Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) aborted therapy for a classified ventricular fibrillation (vf) episode which required external rescue. The patient was in cardiac arrest and required cardiopulmonary resuscitation (CPR) and external defibrillation. The device was reprogrammed and remains in use. It was further reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead was found to have high unstable thresholds with loss of capture. The lead had t-wave oversensing (twos). The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.